Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: device history record (DHR): DHR shows no abnormalities related to the reported issue. Failure analysis: the depot technician¿s assessment found that the fans inside the xenon lightsource were not working. It was discovered that the fan harness detached form the control board. The fan harness has been reinstalled to the control board to correct this issue of the fans not working. Additionally, the standby button on the front of the unit was hard to press to initiate the lamp and the left side panel and the ac ferrite was damaged. The standby membrane, left side panel and the ac ferrite has been replaced to correct these issues. Ln addition to the repair summary, the lamp inside the unit was melted from the lack of ventilation because of the fans not working. The lamp was replaced to correct this issue. Root cause analysis: evaluation identified that the returned xenon lightsource was in used condition with damage throughout the unit due to rough handling/environmental damage, including the fan harness. Damaged fan harnesses would prevent fan function. The reported complaint was confirmed. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified.

Event description:
A facility reported that the fans of the mlx 300w xenon lightsource (00mlx) would not start. It is unknown if there was patient involvement; however, no injury, death or surgical delay was reported. Subsequent evaluation by integra service and repair depot found that the lamp inside the unit was melted.